Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device will not power on there was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. Fuse f6 was open circuit.

Manufacturer narrative:
The power pca was replaced, the device will be tested in accordance to philips standards, and will be returned to the customer.

Event description:
It was reported to philips that the device will not power on there was no reported patient involvement.